Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in the hospital experiencing inappropriate shocks due to episodes of far p over-sensing on the right ventricular (rv) lead. Fluoroscopy was performed and revealed a dislodgement of the atrial (ra) lead. The ra lead was successfully repositioned. During the procedure, the right ventricular (rv) lead was attempted to be repositioned and the helix exhibited failure to extend. The rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.